Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
Legal case - USA patient ID: (B)(6). Per a report from the legal department, the patient had original left knee implant (B)(6) 2016 which was recently revised on (B)(6) 2022, approximately 6 years and 5 months from the original. (Revision op report attached). There is no device return. There are no photos or other images of the device provided. No additional information is available. Ebi search - hss - no results. 02-012-44-4009 - (B)(4) - logic tibia implant psc insert, sz 4, 9mm. ***serial number (B)(4) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k110547.

Event description:
Revision operative report of (B)(6) 2022- left failed total knee arthroplasty ¿ the femoral implant was easily removed with minimal bone loss; the cement was completely debonded from the femoral component. The tibial component was removed with minimal bone loss. The patellar button was inspected and removed. Osteolysis in the superior pole of the patella was encountered. Dressings were applied; the patient was transferred to the recovery room in stable condition. The patient was admitted to the hospital on (B)(6) 2022 and discharged (B)(6) 2022 home with home care services. No complications occurred.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. The reported femoral debonding may be due to failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface. However, this cannot be confirmed as there were no details regarding cementing technique or environmental conditions provided. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.